Event description:
Drug/diluent: sensorcain 0.25%. Fill volume: 540ml and flow rate: 4ml/hr. Procedure: abdominal lift revision. Cathplace: inferior to superior on either side of a midline abdominal incision. Second of two catheters broke during removal from the pt on (B)(6) 2011. Right catheter was removed easily. Anesthesiologist met resistance when trying to remove the left catheter. He laid the pt down for removal and the catheter snapped. Catheters were sutured in and anesthesiologist was unsure if he removed the entire left catheter. Surgeon was unable to find any catheter fragments when he x-rayed the pt . On (B)(6) 2011, the catheter is no longer in pt, per doctor. Date of event: (B)(6) 2011.

Manufacturer narrative:
Method: no sample rec'd for eval and investigation. The lot number was not provided, therefore, the device history records could not be reviewed. The directions for use (dfu) (1306078, rev. D) provide cautions and directions on catheter removal if resistance is encountered. It also contains a caution of "do not cut or forcefully remove catheter." I-flow has also prepared a technical bulletin in order to prevent or decrease catheter breaks entitled: "tips for preventing in-situ catheter breakage with the on-q post-op pain relief system." (1303971, rev. B). It is worth noting that I-flow's catheters are made of a non-toxic, medical-grade material that meets iso 10993-1 tissue compatibility guidelines for implantation of up to 30-days; complications may arise if a catheter (or portion thereof) is left in the body for longer than this period of time. Results: w/o the actual product or a lot number, a complete analysis cannot be conducted. If add'l info pertinent to this complaint or the sample is rec'd, a f/u report will be filed.